Event description:
During a cryoablation procedure, the catheter triggered system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The catheter and coaxial umbilical were replaced to continue the procedure. Following additional issues encountered during the procedure, the cryoablation was abandoned in favor of rf ablation. No adverse event occurred.

Manufacturer narrative:
Bin files showed system notice message 50012 (the refrigerant delivery path is obstructed) at injections 4 and 11 for catheter (B)(4). Failure file confirmed a persistent error 50005 for the date of the case. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicates that the catheter has been used for 20 injections. The dissection and pressure test revealed guide wire lumen detachment from the tip and debris blocking 3 of the 4 laser drilled holes. This report will be recorded and trended.